Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: device problem code. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing without duplicating the report. The device properly detected a low battery during testing. The device was recertified and returned to the customer. Review of the log provided by the customer showed that when the device was powered on, it immediately reported that a battery calibration was required. However, 8 minutes later, the device still charged and delivered a shock. Another attempt to charge the device again results in a charge error. The battery used was not returned as part of this investigation. The customer will be contacted for review of battery management practices. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.